Event description:
It was originally reported that the pt experienced a loss of therapeutic effect and no stimulation sensation. It was noted that she historically had some pain in her legs from the stimulation. There was no accident or incident related to the event. The pt met with the company representative for reprogramming and options were evaluated. The only stimulation she felt was in her legs and hip (nothing in the pelvic floor area). She also felt discomforting shocks. She was re-directed to her physician for follow-up and assessment. Further info was requested.

Manufacturer narrative:
(B) (4).